Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and it was being found that in the gas tank gasket was having issues. So, the fse had replaced the gasket. The unit tested to be in ok condition after the replacement of a gasket.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) helium tank is leaking very badly. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).